Event description:
Spontaneous call from patient reporting that pump serial number (B)(4) is alarming no disposable pump won't run. Patient has detached and reattached cassette and turned pump off and then back on. Had patient wipe cassette. Still received same error. Patient switched to pump serial number (B)(4) and had same error. She then made new cassette and was able to begin infusing. Patient could not provide lot number. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? No; did we replace device? No; did the patient have a backup device they were able to switch to? Yes. Reported to (B)(6) by pt/caregiver.